Event description:
Patient has a know history of b-cell lymphoma with central nervous and bone marrow involvement. Patient previously underwent port-a-cath placement in july 2004. Recently, their port-a-cath was reported to be not functioning well. The patient underwent flouroscopy that revealed a fractured left subclavin port, with catheter tip embolized to the left pulmonary artery. Initial attempts to remove the catheter tip intravascularly failed. The patient was taken to the or where the port-a-cath port was removed, and then to the cardiac cath lab where the fractured port-a-cath tip was successfully removed from the left pulmonary artery using a #25 ev-3 snare through a 7-french right common femoral venous access.